Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two unspecified mentor saline breast prostheses. Post-operatively, the patient had an allergic reaction and the breasts were red. The patient was advised to apply warm compress and elocom cream. The reaction got uncomfortable and three times as bad. It is unreported whether the allergic reaction was resolved. The patient also had an areola lift done (B)(6) 2016. Most recently, the patient's right breast was perforated and its size was reduced about 2/3 of the original size. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: allergic reaction manufacturer¿s reference number: (B)(4).